Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the doctor stitched the incision after the hysteromyectomy of the patient. After stitching only 1-2 stitches, the doctor heard a "snap" sound of the needle holder. After removing the needle holder, the nurse found that there were small pieces of the needle holder missing. The instrument nurse shook the needle holder and found two small fragments. The doctor used a magnet to suck the surface of the abdominal organs and did not suck out missing parts. The hospital contact the manufacturer to report that the main missing two pieces are found, but there may have debris remain. Intraoperative c-arm fluoroscopy was performed with two different modes and no residual was found. The director of the report and the superior deputy consultant considered that the possibility of pieces remaining in the body was small, and no harm was caused to patients.